Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. During inspection and testing, the image was not produced due to a faulty circuit board/patient board set. Additionally, there was no signal or intermittent signal output due to a faulty circuit board. The video connector latch was worn, causing poor connection with the pigtails. The software required updating. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was not producing an image when the device is plugged in. The issue occurred during preparation for use. There was no patient or procedure involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the following fields: h10, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be determined, but it is likely the following led to the malfunction: due to failure of the dp board (printed circuit board), and also, that compout signal is output intermittently due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.